Manufacturer narrative:
H3: product analysis of part# 6541104, lot# h5972252 visual and optical inspection did not reveal any damage to the threads of the set screw. Functional inspection confirmed the set screw was able to thread in the screw and tighten/hold a rod without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from regulatory body (rb), healthcare provider via manufacturer representative regarding product used in spinal therapy for spondylolisthesis. It was reported that post arthrodesis the rod plug was out of the rod and swimming in the body on x-rays. The patient had headache and revision surgery was performed to explant the devices. There were no further complications or symptoms reported regarding the event.

Manufacturer narrative:
E: first name of initial reporter is unknown. G2: country of origin is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.